Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. At the time of this report, the patient was hospitalized for the event. The treatment for and the outcome of the peritonitis was not reported. At the time of this report, the pd therapy was ongoing. No additional information is available.